Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 (see MFR report # 1627487-2010-03003 for device 2 of 2.) The patient received his scs system on (B)(6) 2010, consisting of an ipg, two leads and two anchors. It was reported that the patient suffered a fall. After which, the stimulation moved to his abdominal area. Reprogramming attempts to recapture effective stimulation proved unsuccessful. X-rays revealed that the patient's leads had migrated. Surgical intervention will be undertaken to resolve the issue; however, a date for the procedure has not been set. A supplemental report will be filed as necessary.